Event description:
Customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms across consecutive cartridges and decided to replace the pump. The customer was informed about using a backup therapy to ensure uninterrupted insulin delivery and is in the process of obtaining a new tandem pump. Technical support discussed the loaner pump agreement and sent it to the customer. Additionally, they advised the customer about programming pump settings and connecting their cgm to the replacement pump. The customer acknowledged these instructions, and the case will remain open for follow-up.